Manufacturer narrative:
MFR ref number (B)(4). Baxter received and evaluated the device. It was found out of spec with respect to the upstream occlusion alarms, which were experienced during baxter's eval of the device. The false alarms were caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it alarmed upstream occlusion, when no occlusion was present. There was no pt involvement.